Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 32 mg/dl when customer woke up. The customer treated their low blood glucose with juice and fruit snacks. It also stated that customer declined troubleshoot for low blood glucose. The customer stated that insulin pump was on auto mode and customer had low blood glucose. The insulin pump will not be returned for analysis.